Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient had a breast cancer left side...mastectomy and axillar dissection...implanted an expander..and... Replaced with prostheses. ...during MRI intracapsular rupture was diagnosed....replacement surgery and rupture confirmed during surgery. Rupture in the back surface". This record relates to left side. Device has been replaced with non-allergan device.

Event description:
Healthcare professional reported "patient had a breast cancer left side...mastectomy and axillar dissection...implanted an expander..and... Replaced with prostheses. ...during MRI intracapsular rupture was diagnosed....replacement surgery and rupture confirmed during surgery. Rupture in the back surface". This record relates to left side. Device has been replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified: underweight, opening, black particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and delamination in the orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Delamination of the orientation dot assessed as adhesive failure. Missing orientation dot assessed inconclusive.